Manufacturer narrative:
Device evaluation: no samples were available for investigation of (B)(6); the material number and lot number are not available. The feedback provided by the customer states that, "valved connector activated with great force, spraying chemotherapy." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the unspecified bd maxzero needleless connector leaked. The following information was provided by the initial reporter, translated from portuguese to english: valved connector activated with great force, splashing the chemotherapy drug.